Event description:
It was reported that the customer is replacing the syringe module handle. Customer states " cosmetic crack, chipped".

Manufacturer narrative:
The reports of cracked plastic: 7 left and right syr handles damaged were confirmed. 3 left side only syr handles damaged were confirmed. Serial number (B)(6) and (B)(6) had no product returned. Bd recommends that devices are inspected for physical damage prior to use. The bd website also contains instructional material for the proper cleaning and maintenance of the alaris system. The file may be closed based on the above facts. Risk assessment: the issue of broken syringe module handles has been risk assessed per doc # (B)(4). A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The reports of cracked plastic: 7 left and right syr handles damaged were confirmed. 3 left side only syr handles damaged were confirmed. Serial number (B)(4) and (B)(4) had no product returned. Bd recommends that devices are inspected for physical damage prior to use. The bd website also contains instructional material for the proper cleaning and maintenance of the alaris system. The file may be closed based on the above facts. Risk assessment: the issue of broken syringe module handles has been risk assessed per doc # 10000369031. CAPA: n/a CAPA not required due to fr-110 was replaced with valox in co (B)(4). A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the customer is replacing the syringe module handle. Customer states "cosmetic crack, chipped"